Event description:
Customer reportedly obtained results of 95mg/dl, 147 mg/dl, 113mg/dl, 128mg/dl, 76mg/dl, <118mg/dl, 164mg/dl, 85mg/dl, 131mg/dl, 97mg/dl, and 136mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.